Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that it was unable to maintain peep (positive end expiratory pressure) and that its exhaled tidal volume (vte) levels were low. In addition, the device was displaying a patient circuit disconnect alarm. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the ventilator was evaluated by ventec where the reported issues of it being unable to maintain peep (positive end expiratory pressure), having low exhaled tidal volume (vte) levels and displaying a patient circuit disconnect alarm were all confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Manufacturer narrative:
Section d4, model #, of the initial medwatch report stated: prt-01201-000. Section d4, model #, of the initial medwatch report should have stated: v+pro emergency, english. Section d4, expiration date, of the initial medwatch report stated: blank. Section d4, expiration date, of the initial medwatch report should have stated: 08/22/2022. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).